Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed or reproduced. Log analysis results: the customer reported an event date of (B)(6) 2020 between 12 pm- 3:59 pm. The pcu and logs were not returned for investigation. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, prior to the reported event date, the suspect device was attached to pcu (sn (B)(6) ) at 10:47 am on 21 (B)(6) 2020 as channel a. On (B)(6) 2020 at 11:57 am, the suspect device was infusing an unknown medication at a rate of 100 ml/hr. At 1:36 pm, the infusion was paused and device channeled off. At 2:08 pm, the suspect device was selected and restored the infusion at a rate of 100 ml/hr (vtbi= 652.386 ml). Approximately twenty-seven (27) seconds after the start of infusion, the suspect device alarmed for patient side occlusion and was restarted three (3) seconds later. At 2:52 pm, the suspect device was selected and programmed a secondary infusion of an unknown medication at a rate of 62.5 ml/hr (vtbi= 250 ml). At 4:28 pm, the suspect device paused the secondary infusion. At 4:31 pm, the infusion was restarted. At 5:04 pm, the suspect device was channeled off for unknown reasons. The root cause of the complaint of over infusion could not be identified. Device history review: lvp sn (B)(6). Review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (04/11/2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/25/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pump was programmed to deliver a secondary infusion of magnesium sulfate 5 grams in 250ml at a rate of 62.5ml/hr with 250ml as volume to be infused. It was then noted that 70% of the bag had emptied after 35 minutes. There was no patient impact. The event occurred at inpatient ward.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the pump was programmed to deliver a secondary infusion of magnesium sulfate 5 grams in 250ml at a rate of 62.5ml/hr with 250ml as volume to be infused. It was then noted that 70% of the bag had emptied after 35 minutes. There was no patient impact. The event occurred at inpatient ward.